Event description:
It was reported that starting the night prior to report, not prompted by anything, the patient became incontinent and had sciatic pain and pain around their implantable neurostimulator (ins). It was stated that it was enough to bring the patient to the hospital and they were admitted the morning of report. It was noted that this also happened to the patient a couple years ago and they turned the ins off for a couple days. The healthcare provider turned the patient¿s ins off and it was confirmed that the lightning bolt disappeared. No interventions or outcome were reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0875w, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).